Manufacturer narrative:
Investigation: visual inspection: during the investigation, dry and bloody deposits on the device was determined. Internal inspection: after dismantling of the valves, no deposits were found in both valves. Results : in advance, we would like to point out that the product sent in was not submerged in liquid at the time of delivery. The testing of dry valves is only of limited value. The product properties can be influenced by dry residues of cerebrospinal fluid or blood. The causes of an infection can be diverse. Due to the method of manufacturing and the validation of individual manufacturing steps, we can exclude that an infection can be initiated by our products. Therefore, we can assure that all our implants are shipped sterile and pyrogen-free according to our validated process. We can exclude a defect at the time of release. The valves met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a m.blue plus (#fx804t) was implanted during a procedure performed on (B)(6) 2023. The patient underwent a revision procedure, due to an infection. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 11 years; height: 152 centimeters (cm); weight: 38 kilograms (kg); gender: male.